Manufacturer narrative:
Uf/importer report number: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted partial nephrectomy, the trocar broke and they were unable to find the missing 1cm piece. The wound was explored and the room was searched and the x-ray did not reveal a retained object. They decided not to do an exploratory laparotomy. The surgical time was not extended more than 30 minutes.